Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she can see the outer edge of the implant in both eyes, particularly in her left eye. It appears as a black shape/line in her peripheral vision. The consumer reported her vision is greatly improved following the iol implant surgery, but she finds seeing the black shape/line annoying. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 01/12/2010, 01/14/2010, and 02/02/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).